Event description:
A user facility reported that four patients were suspected of having toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the user facility clarified that the reporter interpreted slight post-op inflammation as tass. Additional information was received from the surgeon who indicated the patient presented with "marked level of inflammation and fibrin on day 1 post op in spite of unremarkable surgery." The event resolved with treatment, in the surgeon's opinion, it is unknown whether the products contributed to the event. There are four medical device reports associated with this event. This report is for the first of four patients.

Manufacturer narrative:
Evaluation summary: investigation of compounding and filling batch records found no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Our lab has retested a retained sample of this batch and all results conform to the specifications for the tested parameters. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).